Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the advanix biliary stent-naviflex delivery system was received for analysis; the stent was still attached. Visual examination of the returned device found the pull wire was actuated and bent, the push catheter suture hole and the stent suture hole were torn. A guide wire was stuck within the advanix device. Functional inspection was performed, and it was observed that the pull wire cannot be retracted as it was stuck. During destructive test, it was observed that the guide catheter was detached from the pull wire's hypo tube. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported events of guide catheter break, pull wire retraction problem, stent failure to deploy, and device use of device user error. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment as the IFU states "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the instruction for use (IFU); therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the duodenum for dilatation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on may 01, 2024. During the procedure, the black guide catheter did not go into the sheath. The pull wire was pulled back but it was very stiff and got stuck. The device was removed, and it was noted that the black guide catheter was detached from the pull wire. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be implanted in the duodenum for dilatation during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6)2024. During the procedure, the black guide catheter did not go into the sheath. The pull wire was pulled back but it was very stiff and got stuck. The device was removed, and it was noted that the black guide catheter was detached from the pull wire. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.